Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) confirmed system health by running the site down query, which showed all carefusion coordination engine (cce) messages were current, and by verifying that all services were running as expected. Successful logins to server and healthsight viewer (hsv) were confirmed, and hsv review showed no critical alerts other than 86 devices placed under manual critical override. The customer was contacted and updated on the findings who confirmed the issue was internal and not bd-related, verified that customer could now log in to server, and confirmed the ability to place devices under critical override. The customer was informed that messaging was current and that devices could be safely removed from critical override, which was acknowledged. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, all patient and orders are not crossing over. However, there were no delays or adverse events or injuries reported based on this event.